Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin pump exhibited rapid battery depletion and required multiple charges per day, sometimes taking several hours to fully charge, which led to loss of insulin delivery while charging and subsequent high glucose readings; this aligns with a device energy storage problem characterized as premature battery discharge and implicates the battery component. Symptoms included hyperglycemia, with reported glucose values in the 300¿400 mg/dl range. Outcomes included unexpected medical intervention with medication, as the user administered insulin injections, and a delay to treatment or therapy while the pump charged. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge attributed to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.